Event description:
Elevated blood glucose levels, uncontrolled diabetes [blood glucose increased]. Uncontrolled diabetes [diabetes mellitus inadequate control]. Case description: a pt with a history of type 1 diabetes reported that they were hospitalized with elevated blood glucose levels while using an innovo insulin doser. The pt had switched from conventional insulin syringes to an innovo insulin doser, which pt was using with humulin n insulin cartridges, in 2002. Their dosage was 40 units in the morning and 35 units of insulin in the evening. Pt stated that the doser did not administer the proper amount of insulin and they were admitted to the hospital 16 days later with blood glucose levels ranging from 500 - 600 mg/dl. The pt was unaware of the air-shot procedure and function check procedure of the doser. In subsequent contact with the pt's physician, he reported that the pt was hospitalized with a diagnosis of uncontrolled disbetes mellitus from 2002 and was discharged 7 days later. While in the hospital, he adjusted the pt's diabetic diet and treated the patient with humulin 70/30 insulin (doses not provided). He stated that the hba1c blood test was not performed due to the high blood glucose level on admission. Upon discharge, the physician prescribed humalog 75/25 insulin vials at a dose of 40 units in the morning and 40 units in the evening. As of april 2002, the pt's blood glucose levels have been in the range of 77 mg/dl. The patient recovered as of april 2002.